Event description:
During a cvc (central venous catheter) line insertion, as the needle was pulled over the guideline after insertion of the needle, the guidewire started to come unwound making the guidewire non-functional at that time. A new kit was opened and used to continue the insertion. This led to a delay in care and prevention of starting pressor medication. The pt's bp was 68/40's at that time. The guidewire was retrieved and bagged for return to MFR if needed for inspection along with kit label from bag.